Event description:
It was reported that the customer's insulin pump went into low threshold suspense, based on a sensor glucose reading that was not close to her blood glucose value. The customer's blood glucose was 111 mg/dl and the sensor reading was 61 mg/dl. Insertion and calibration techniques were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.